Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a mynx grip vascular closure device (vcd), it was reported that the operator was attempting femoral artery closure post procedure when the semi-compliant balloon ruptured and approximately three centimeters of the distal tip was left inside patient's body. The separated portion was then successfully retrieved with a gooseneck snare afterward. No remaining portion of the device was left inside the vessel thereafter. The procedure was an interventional radiologist with a non calcified vessels. The procedure used a retrograde approach from the left common femoral artery. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was no defect noted to the device prior to prep. The device is available for analysis. No other information was provided.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device (vcd), it was reported that the operator was attempting femoral artery closure post procedure when the semi-compliant balloon ruptured and approximately three centimeters of the distal tip was left inside patient's body. The separated portion was then successfully retrieved with a gooseneck snare afterward. No remaining portion of the device was left inside the vessel thereafter. The procedure was an interventional radiologist with a non-calcified vessels. The procedure used a retrograde approach from the left common femoral artery. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. There was no defect noted to the device prior to prep. The device is available for analysis. No other information was provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The device was returned with the balloon detached from the catheter and the core wire was exposed. The balloon was torn, approximately 3mm from balloon proximal bond and the distal segment was separated from the device. The distal balloon shaft was also stripped away from the core wire. Visual inspection at high magnification revealed damage to the distal tip of the of advancer tube. Two notches at the distal end of the advancer tube indicates aggressive angular contact between the core wire and the advancer tube. The notches in the advancer tube may have been caused by ¿pinning¿ pressure. A misalignment of the advancer tube with the tissue tract by the user can cause the advancer tube to "pin" the catheter shaft. An angular contact with the distal end of the advancer tube could strip away the distal segment of the balloon. A device history record (DHR) review of lot f1821504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ and ¿balloon detachment arterial¿ were confirmed through analysis of the returned device. However, the exact cause of the issue could not be conclusively determined during analysis. Based on the information available for review and the product analysis, the balloon loss of pressure may have occurred due to sheath tip conditions or other device component. However, the subsequent balloon detachment is most likely due to the misalignment of the advancer tube with the tissue tract by the user, which can cause the advancer tube to ¿pin¿ the catheter shaft. An angular contact with the distal end of the advancer tube could strip away the distal segment of the balloon when excessive force is applied during removal. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Also, the IFU states ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract.¿ neither the product analysis nor the DHR review suggests that the failures reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.